Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set overinfused. This occurred during patient infusion with busulfan. The primary line was clamped, however busulfan kept on dripping fast, faster than the programmed 113ml/hr. The set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.